Event description:
It was reported the customer's insulin pump required frequent battery changes. There were also cracks on the insulin pump and the up button was sticking. The customer was disconnected from the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.